Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported failure was confirmed and reproduced. The erbe was placed on an in-house system and was run in normal mode. An error c-34 occurred upon starting up the erbe.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the activation of energy was interrupted on the integrated electrosurgical unit (iesu/erbe). The erbe was displaying an error c-34. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the error in the system logs. The customer rebooted the erbe, replaced the bipolar instrument, and energy cord but the issue was not resolved. The tse advised using a force triad or swapping the da vinci system. The customer called in asking if they could swap the vision carts with another system. After reviewing all other system, the customer would not be able to swap as all other carts are at p11 and this system is at p10c. The customer opted to convert to laparoscopy to proceed. There was no patient injury.